Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an alarm during the manual prime. Troubleshooting was performed. Found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and the basic occlusion test due to protruded/loose drive support disk. Missing end cap sticker.